Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected field: a1: and e1: reporter phone number. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of ''power goes down, during feeding air'' was not confirmed. In addition, the following reportable malfunctions were found, during the device evaluation: abnormality of the hydraulic line pressure sensor error code (e03) and lighting of the front panel led is defective. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the hydraulic line pressure sensor error code was, due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit turns off during insufflation. There were no reports of patient involvement.